Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, both motor brakes are slipping when engaged, no injury to the patient.